Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. This device was not evaluated by a philips employee. The customer resolved the reported issue. The customer reported that they replaced the data acquisition (da) printed circuit board (pcb) to resolve the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during performance verification testing the ventilator failed the pressure accuracy test. Reportedly, when the pressure was set to 0, and both pressure transducers read 1. The ventilator was not in use on a patient at the time of the reported event.